Event description:
A malfunction on the pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to reset the pump independently after receiving reset information from technical support and mentioned they would call back if further issues arose.